Event description:
It was reported that a device difficult to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was advanced and a 30mm watchman laa closure device & delivery system (wds) were used. The patient's inferior vena cava was tortuous. Following the expansion of the closure device, the closure device failed to anchor in the laa and moved to the left atrium. While attempting to recapture the closure device, the sheath kinked, and the closure device could not be completely recaptured into the sheath. During adjustment of the sheath to attempt further recapture of the closure device, the distal end of the sheath tube and the partially captured closure device partially crossed the mitral valve. Ultrasound imaging showed no change in the pericardium and no effect on mitral valve function. The patient was transferred for surgical intervention and the laa was resected during surgical intervention. There were no serious consequences seen to the atrium or mitral valve following the event. The patient was in stable condition following this procedure and remained hospitalized.

Event description:
It was reported that a device difficult to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was advanced and a 30mm watchman laa closure device & delivery system (wds) were used. The patient's inferior vena cava was tortuous. Following the expansion of the closure device, the closure device failed to anchor in the laa and moved to the left atrium. While attempting to recapture the closure device, the sheath kinked, and the closure device could not be completely recaptured into the sheath. During adjustment of the sheath to attempt further recapture of the closure device, the distal end of the sheath tube and the partially captured closure device partially crossed the mitral valve. Ultrasound imaging showed no change in the pericardium and no effect on mitral valve function. The patient was transferred for surgical intervention and the laa was resected during surgical intervention. There were no serious consequences seen to the atrium or mitral valve following the event. The patient was in stable condition following this procedure and remained hospitalized. It was further reported that the patient was transferred to a general ward with a plan to be discharged within a two-week window following recovery.

Manufacturer narrative:
B5: describe event or problem - updated with status of patient.